Event description:
Customer reports a blood leaks into the dialysate at onset of pt treatment. The disposables were discarded and new disposables used to continue the treatment without incident. Estimated blood loss = 1 pint. Hct level drawn at this time and was found to be within normal limits, the dialyzer was reprocessed 10 times prior to this incident. The customer reports no pt injury or medical intervention required.